Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.

Event description:
It was reported that the customer had an issue with the b button not working from time to time. Customer's blood glucose level was 183 mg/dl. The error was confirmed and pump was replaced. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.